Event description:
It was reported that during a craniotomy surgery, it was observed that the foot plate of the craniotome device was broken. According to the report, the patient came to the facility with complaints of headaches for the past six days. It was reported that the computed tomography (CT) scan of the patient¿s brain revealed a subdural hematoma (sdh). The patient was then taken to surgery for craniotomy due to the deteriorating condition. It was reported that the surgeon was using a pneumatic motor device to penetrate the skull. A pilot hole was drilled and a foot plate of the craniotome device was inserted into the patient¿s skull. It was reported that as the surgeon was progressing with the cutting, it was observed that the device acted differently. The surgeon removed the device and found the foot plate of the device was broken. It was reported that the size of the broken piece was approximately 5mm x 2mm. There were no delays in the surgical procedure as a spare device was available for use. The surgery was completed using a second set of equipment and the surgical site was irrigated thoroughly. It was reported that the post-surgery CT scan revealed that the foreign body was still in the base of the skull. It was reported that the patient required a second procedure because of worsening of the sdh. During the second procedure, the metallic foreign body was successfully removed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.